Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had a blank display. The display returned but the insulin pump alarmed unexpected restart. In the alarm history there was two unexpected restart and one external error alarms. Customer's blood glucose level was 98 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, cracked battery tube threads and a missing end cap sticker. The reservoir did stay locked in place properly. However, the pump had a broken reservoir tube lip. No sticking out reservoir was noted. No scratched reservoir tube was noted.